Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by giving correction injection using multiple daily injections and did not require help from third party. Technical support determined that malfunction could not be reset, arranged replacement pump.